Event description:
As reported by the user facility ((B)(4)): leak at the fill port. The pt has not rec'd the full treatment.

Manufacturer narrative:
(B)(4). The device is currently shipping from (B)(6) to (B)(4) for investigation. A f/u report will be provided after the inspection results became available. We have informed out MFR accordingly. Reviewed the device history record and there were no abnormalities found during in process and final control inspection.